Event description:
Patient underwent total hip arthroplasty on (B)(6) 2014 and has had reports of dislocation. On (B)(6) 2020, the patient was revised to use a hooded liner and change the head from -3 to 0. Upon removal, the old liner was worn and slightly cracked where the load was applied. Pre-op x-rays noted the original shell was implanted with a larger abduction angle than normal resulting in partial liner deformation.